Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged burnt taste in his mouth, nose bleed . There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging the patient also seeing particles in tubing chamber also alleged nasal/throat irritation or soreness. The medical intervention was not specified. Section g3, h2, h6 are updated in this report.

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam.  A correction to b5 was made and should be:  the manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator device. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged metallic and burnt taste in mouth, severe nose bleeding, seeing particles in tubing/chamber also alleged nasal/throat irritation or soreness and coughed up blood. There was no report of serious or permanent harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting an updated report at this time. If pertinent information becomes available to the manufacturer at a later date, a follow-up report will be filed. Section h6 was updated in this report.